Event description:
Boston scientific received information that this lead prompted a red alert indicating a low shock impedance measurement. The remote monitoring system information was reviewed by boston scientific's technical services (ts), who instructed that the patient follow-up with their physician. The value was reported at o ohms, which could be an indicator of electro magnetic interference (emi). To date, no system changes have been reported and no adverse patient effects of note.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.